Event description:
It was reported that the colonovideoscope had a syringe tip inside the channel. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the light guide rod lens. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction there is a syringe tip inside the channel could not be determined. Additionally, the most probable cause for the malfunction foreign material in the light guide rod lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.